Event description:
The customer called to request assistance with reviewing and entering settings into the insulin pump. The customer stated that she was in the hospital for a virus and her blood glucose kept going up and had not eaten in three days. The caller also mentioned that the battery has been out for long time. The customer has been throwing up for three days. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time and date were incorrect. Reviewed the alarm history and found several battery alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.